Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) developed erosion. During the original implant of the device, the left mid shaft showed significant fibrosis at an area with significant thinning. The scratch technique was used to address this, and then penile modeling was performed. At the patient follow up, the left corpora was noted to be very thin on the proximal left side where the previously identified fibrosis had been located. When inflated, the ipp now appears under the skin, at this location. The appearance is reduced when the cylinder is deflated, but the surgeon believes there is erosion of the proximal left corpora and the cylinder is suspected to be out of the corpora. After a couple of weeks, the patient developed a small scrotal hematoma. There has been no surgical intervention performed, and there were no additional patient complications reported.